Event description:
It is reported that the glenosphere would not seat on the baseplate. After 60 minutes, a new glenosphere was opened and seated with no issues.

Manufacturer narrative:
This report will be amended when our investigation is complete.